Event description:
It was reported patient underwent left total knee arthroplasty (B)(6) 2013. Patient reports experiencing pain and swelling and feels leg is not aligned and alleges the wrong size femoral component was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Examination of post operative radiographs found no evidence of product non-conformances or mis-alignment. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.